Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with his complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The housing was removed for inspection and the instrument was found to have a conductor wire broken at the proximal end in the main tube. The instrument failed the electrical continuity test. No signs of thermal damage were observed at the proximal backend. The root cause is attributed to manufacturing. A review of the site's complaint does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps (470205-17/(B)(4)) was performed. The instrument was last used on (B)(6) 2021 on system (B)(4). The instrument was not confirmed to be used on the provided event date of (B)(6) 2021. The instrument had 4 uses remaining. No images or procedure video were provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had a broken conductor wire at the proximal end with no evidence of user mishandling or misuse. The broken conductor wire has potential for electrical discharge to the bedside assistant. While there was no harm or injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the fenestrated bipolar forceps could not be energized. There were no issues noted with the wire connections. A backup instrument of the same kind was used, and the procedure was completed with no reported injury. There was no report of fragment(s) falling inside the patient. Due to the alleged issue, the procedure was delayed by 10 minutes. The customer is unable to release patient-related information for this event. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no further details have been provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event; however, the site was unwilling to provide the information pertaining to the patient medical history, pre-existing medical conditions, or tests/laboratory data due to the hospital¿s privacy policy.

Event description:
Refer to h10/h11 for follow-up information.